Manufacturer narrative:
Vyaire medical file identification:(B)(4). The suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer placed an order for a replacement and part was shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator transducers were not calibrating, which was discovered during short self test (sst). Furthermore, there was no patient associated with the reported event.